Event description:
While inserting 1fr PICC (peripherally inserted central catheter), line broke into two pieces. Line remaining in baby was held at insertion site and able to be removed. Entire catheter length removed and accounted for. Verified by second rn (registered nurse). New PICC was inserted without incident. Severity of event: temporary harm, intervention required.